Event description:
The distributor reported elevated free triiodothyronine (access free t3) results on the unicel dxi 800 access immunoassay system (serial number (B)(4)) for one patient. The result recovered above the assay's normal reference range. The patient's sample was also analyzed on the laboratory's alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and recovered above the normal reference range. The results were released from the laboratory. The patient's sample was analyzed using two (2) different methodologies, and recovered with lower results. The results recovered within the assay's reference range using the abbott architect and just above the assay reference range using roche cobas. There was no report of change in patient treatment associated with this event. System check, calibration and quality control (qc) met assay and system specifications. The sample was collected in a serum tube and centrifuged at 3600 rpm (revolutions per minute) for six (6) minutes at 20 degrees centigrade. No sample integrity issues were noted. MDR 2122870-2015-00256 addresses the elevated result obtained on unicel dxi 800 access immunoassay system (serial number (B)(4)).

Manufacturer narrative:
(B)(6). The customer did not supply the access free t3 reagent lot number. The manufacture date and expiration date cannot be determined. Service was not dispatched for the event. The access free t3 reagent was not returned for evaluation. Beckman coulter (bec) customer technical support (cts) advised the customer to send the sample to beckman coulter (bec) complaint handling unit for interference testing. The patient sample was not supplied to the complaint handling unit for testing. The cause of this event cannot be determined with the available information. Beckman coulter (bec) internal patient identifier for this report is (B)(4).